Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation ix iliac limb stent graft system was implanted to treat an abdominal aortic aneurysm. The patient returned for a follow up for an unknown reason where physician observed an increase in aneurysm size at the left iliac and a decrease in the flow lumen of the left iliac limb. The patient is currently stable and no plans for re-intervention have been made. As of the date of this report, there have been no additional patient sequelae reported.